Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 41-year-old male patient implanted with an impella rp as a bridge to transplant. It was reported that after 42 days it was noticed the pump flows began to decrease. The heparin was increased, however the physician decided to explant the impella rp pump. There was no patient harm reported.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The pump was returned for investigation and biomaterial was found in the inflow cage and wrapped around the impeller. The root cause of the low pump flow was determined to be biomaterial. The root cause of the hemolysis was determined to be biomaterial. The root cause of thrombocytopenia was unable to be determined as limited clinical details were provided.

Manufacturer narrative:
The investigation into the low pump flow and the hemolysis issues has been completed since the original report was filed. The device was returned and inspected. Biomaterial was found in the inflow cage and wrapped around the impeller. The root cause of the low pump flow was determined to be biomaterial. The root cause of the hemolysis was determined to be biomaterial.

Event description:
New information received via loqi study indicates an allegation of hemolysis as a result of the reported device malfunction. Both device malfunction and hemolysis lead to removal of device.

Event description:
An additional notification was received via abiomed¿s long-term outcome and quality indicator impella registry, indicating a "possible" relationship between the device and thrombocytopenia. Unspecified medical/surgical intervention was reported. No further information was provided.

Manufacturer narrative:
B(5): additional information added to report new information of thrombocytopenia. Upon completion of our analysis in response to the reported thrombocytopenia, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The product was returned for investigation. Data logs show a high motor current spike followed by low flows. There is also a placement signal shift and a speed deviation at the same time as the motor current spike. Investigation of the returned product found biomaterial in the inflow cage and wrapped around the impeller. The root cause of the low pump flow was determined to be biomaterial.